Manufacturer narrative:
(B)(4). The customer was provided with a replacement device. Physio-control evaluated the customer's device and verified the reported issue. Physio determined that the cause of the reported issue was a broken filter, designator fl11, on the therapy pcb assembly. The filter had broken off of the pcb traces, resulting in no -5 volts on the pcb. UDI = (B)(4).

Event description:
The customer contacted physio-control to report that their device had a service indicator present. There was no patient use associated with the reported event. Upon evaluation of the customer's device, physio-control observed an intermittent failure to deliver energy (shock) when prompted. Additionally, the ECG waveform was not visible in paddles lead ECG (therapy).